Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had no stimulation since implant. There was a possible power-on-reset condition. The patient was hearing a triple beep when attempting adjust stimulation using the patient programmer. Only the 9v battery light was lit on the programmer. The patient status was reported to be fair. Further troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.